Event description:
It was reported by the patient's surgeon that the implant is broken; however, the medical decision is to not revise the device because it currently presents no risk or harm to the patient. This patient is atypical in that he has no pain and on the x-rays, there is proximal femoral stress shielding which is usually indicative of bone ingrowth using the engh criteria.

Event description:
It was reported that a revision surgery was performed due to implant breakage.

Manufacturer narrative:
.

Manufacturer narrative:
Initial medical device report - reported that surgeon's medical decision was to not revise the implant because of no risk or harm to patient and excellent bone ingrowth using engh criteria. On (B)(4) 2012, a revision was performed due to the implant breakage. This follow-up medical device report details the results of the evaluation peformed on the returned device as well as the updated revision information.